Event description:
It was reported that air bubbles were observed within the cartridge. Customer primed the tubing to address the issue. The customer's blood glucose (bg) level was "high", although a specific value was not given. Customer administered a correction bolus via pump to address bg level.